Event description:
It was reported that while using the smoke evacuator on the neptune rover during a procedure, the smoke evacuator stopped functioning. The case was completed successfully without any delay. There was no patient impact, medical treatment or intervention required as a result of the event.